Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r0305629) presented no issues during the manufacturing process that can be related to the reported event. The device's expiration date was in february 2008. This report is a follow up report to MFR number 9616099-2016-00264 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, approximately ten years after a placement of an optease inferior vena cava (ivc) filter the patient had events including, but not limited to, fracture, tilt, migration, perforation, and erosion of the filter through the superior vena cava and adjacent aorta, directly and proximately causing internal hemorrhaging and death. The cause of the patient¿s death was determined by an autopsy however, the autopsy report is not available. The following additional information received per the patient profile from (ppf) indicates that the patient had also suffered pain and mental anguish prior to death. According to the medical records, the patient had a history of bilateral upper extremity deep venous thrombosis (dvt) and multi trauma from a motor vehicle accident. The patient had suffered closed head injury, splenic injury and was unable to be anticoagulated. The patient had two filters implanted, one filter was deployed in the superior vena cava (svc) and the other distal to the renal veins. It is unknown which filter had the reported malfunctions.

Manufacturer narrative:
It was reported that a patient had placement of two optease filters. The indication for the placement was bilateral upper extremity deep vein thrombosis (dvt). The patient, at the time of implant, had been involved in a motor vehicle accident and suffered multiple injuries including but not limited to closed head injury, splenic injury. The patient had developed bilateral upper extremity deep venous thromboses. The patient could not be anti-coagulated secondary to the intracranial injury. The patient is on sequential compression devices, needs a vena cava filter. Because the patient has bilateral upper extremity deep venous thromboses, the patient needs a filter for the superior vena cava. In addition, the patient should get an inferior vena cava filter because of the high risk for developing lower extremity deep venous thrombosis. It was reported that approximately ten years after a placement of an optease inferior vena cava (ivc) filter the patient had events including, but not limited to, fracture, tilt, migration, perforation, and erosion of the filter through the superior vena cava and adjacent aorta, directly and proximately causing internal hemorrhaging and death. The cause of the patient¿s death was determined by an autopsy however, the autopsy report is not available. Additional information contained in the patient profile form indicated that had also suffered pain and mental anguish prior to death. The patient had two filters implanted, one filter was deployed in the superior vena cava (svc) and the other distal to the renal veins. It is unknown which filter had the reported malfunctions. There is currently no other information available. The products were not returned for analysis. A review of the device history record (DHR) for lot r0305629 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU, such as the filter being deployed in a contraindicated area, may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported filter fracture, tilt, migration and perforation of the ivc and aorta could not be confirmed. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Mental anguish and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1016427-2017-00848 and 1016427-2017-00849.